Event description:
On (B)(6) 2009, during a surgery using a procise xp cii wand, the pt sustained a second to third degree burn immediately posterior to the right commissure buccal mucosa. The burn was 0.9 cm x 0.7 cm in size. The burn did not require any treatment. The doctor believes that an insulation defect mid-shaft of the wand caused the burn.

Manufacturer narrative:
The device will be returned for investigation. Once the device investigation and lot history review are completed, a f/u report will be completed.